Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013; explanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
An infection was suspected due to redness and swelling noted around the pump pocket area 1 week prior. The patient¿s new hcp suspected a pump pocket infection so on monday (B)(6) 2013 there was a pump replacement put on the surgery schedule. The entire drug infusion system was replaced (B)(6) 2013. Per the reporter it was believed the patient was doing ok now. The pump was used to deliver gablofen. Additional information has been requested, but had not been received as of the date of this report.